Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a chipped tooth that led to a severe cavity which then resulted into a root canal. They also no have periodontal disease. At check in patient marked true to discomfort, excessive bleeding, periodontitis, infection, inflammation, sensitivity, jaw discomfort, chipped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.